Event description:
It was reported there was a revision surgery to remove the right fossa component. There is no other information known at this time and additional information was requested.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery to remove the right fossa component. There is no other information known at this time and additional information was requested.

Manufacturer narrative:
The device was sterilized before shipping (b1956), and no abnormality in the sterilization process was reported. The device was shipped without any issues. Thus, this event does not relate to the stryker device. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.